Event description:
It was reported that the procedure was to treat a lesion located in the heavily calcified mid left anterior descending artery and left main. An attempt was made to cross the lesion with a progress 200t guide wire; however, resistance was felt during advancement and it did not cross. The guide wire was retracted from the patient without resistance and after retraction the polymer coating was observed to be peeling at the tip. Another guide wire was used successfully to complete the procedure. No adverse patient effects or clinically significant delay in the procedure were not reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The polymer damage was able to be confirmed. The failure to advance could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.